Event description:
It was reported that the user attempted to pair a new libre 3 plus sensor with the ilet app but initially lacked wi-fi, then subsequently paired the sensor to the libre app instead of the ilet app, preventing pairing to the ilet system because the sensor can only be connected to one device. Symptoms included no adverse clinical effects. Outcomes included user education and troubleshooting, with plans to apply a new sensor and pair directly to the ilet app. Investigation included technical support review and user coaching on correct pairing workflow. Investigation of this case revealed that the sensor was in use by another device, and the ilet app could not connect until a new sensor is applied and paired properly. It was concluded, based on previously established findings for similar reports, that user pairing error caused the event.